Manufacturer narrative:
A software analysis was initiated though log analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735736, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site passed a registration with an accuracy value of 2.0. The surgeon claimed that the suction showed inaccurate about 1 cm deep (when on bridge of the nose it showed him in the pallet.) Following another registration (accuracy 1.3) the surgeon saw the same behavior. There was less than an hour delay to the procedure. There was no impact on the patient's outcome.